Event description:
It was reported that the insulin pump alarmed no delivery and keypad anomly. It was also stated that the insulin pump had cracks right above the screen and next to the scroll up button. The damage occured while the customer was riding a roler coster. The blood glucose reading was 216 mg/dl. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.